Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at c4 and l5-s1 using rhbmp-2/acs and a cage to address chronic lower back pain. During the post-operative period, the patient had "severe painful and debilitating complications." Post-operatively, the patient developed ectopic bone growth that compressed the spinal nerves causing extreme and debilitating pain in the legs and back. Reportedly, the patient is permanently disabled with substantial nerve damage. The patient must recline or lie flat most of the time and is dependent on assistance with activities of daily living.

Manufacturer narrative:
Article citation: ungar l. Norton hospital, medtronic sued over spinal surgery. The courier-journal; 10 may 2012. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006 , the patient underwent the following procedures: transforaminal posterior interbody fusion right l4-5, right l5-s1, pedicle instrumentation bilateral, l4, l5 and s1, posterior spinal fusion l4-5, l5-s1, intradiscal cage, l4-5, l5-s1, intraoperative radiologic fluoroscopic identification of pedicle screw and implant location, alignment and position to treat the following pre-op diagnosis: spinal curve, scoliosis lumbar spine, gait disturbance, lumbar l5 and s1 radiculopathy, herniated nucleus pulposus, l4-5, l5-s1, spinal stenosis, foraminal stenosis, l4-5, l5-s1, degenerative disc and joint disease, l4-l5, l5-s1. Operative notes: "decortication of the end-plates and irrigation was achieved and then placement of the bone morphogenic protein and cancellous autologous bone in the intradiscal space anteriorly with 14 x 32 mm implant with bone morphogenic protein and cancellous autologous bone were placed in the intradiscal space at l4-5 on the right side."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.